Event description:
It was reported that during a procedure to implant a filter, the arms deployed, but the legs were stuck in the spline and the doctor could not release it. The doctor removed the device with a retrieval system. No injury to the patient reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One g2 delivery system with pusher wire inside of the storage tube and the y-body was returned for evaluation. The distal tip of the pusher wire was bent approximately 30 degrees. The storage tube had indications of multiple starts and stops while the filter was being delivered. The filter did exit the storage tube, which was evident from the scrapes at the distal end. All measurements taken were within specifications. The result of the investigation was inconclusive for failure to deploy as the filter and the introducer sheath were not returned for evaluation. The current information of use (IFU) for this device state the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at anytime during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.